Event description:
Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system. It was also reported that the pt has experienced a recent increase in seizure activity, but not above pre-vns baseline frequency. The pt underwent vns therapy system replacement surgery, during which both the lead and generator were replaced due to suspected lead break. Review of manufacturing records for both the pulse and generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the reported events.